Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An external visual inspection was performed and no damage was found. Receiver charge and boot tests were performed and passed. Functional test was performed and failed. The receiver log was downloaded and reviewed finding no errors related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.